Manufacturer narrative:
Evaluation results: failure to follow instructions (excessive force used to advance device). Inherent risk of procedure (stent dislodgement). Patient¿s condition affected effectiveness of device (moderately calcified lesion). Related to another drug/device (device passed through a previously deployed stent). No results available since no evaluation performed (device not returned). Evaluation conclusions: failure to follow instructions (excessive force used to advance device). Known inherent risk of a procedure (stent dislodgement). Device failure related to patient condition (moderately calcified lesion). Unable to confirm complaint (device not returned). (B)(4).

Event description:
Physician was attempting to treat a lesion using an endeavor resolute drug eluting stent. The lesion was moderately calcified. The device was removed from packaging per IFU and inspected with no issues noted. The lesion was pre-dilated using nc balloon inflated 3 times to 20 atm. While advancing the endeavor resolute device resistance was noted and it is reported that excessive force was used in an attempt to cross the lesion. The device was passed through a previously deployed stent and it was reported that stent dislodgement occurred. The delivery system was removed. The stent remains in the patient. Physician believes event was due to use of the device in difficult lesion morphology/anatomy. There was no further patient complications reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the deliver system with the absence of the stent was returned for evaluation. The distal tip was flared. There were crimp impressions along the balloon working length. No other damage to the device was evident during analysis.